Event description:
The gauge of the inflation device did not respond to applied pressure during a percutaneous coronary intervention. The customer reported that a vessel dissection had occurred but did not provide any details about the event or the patient.

Manufacturer narrative:
Device evaluation: other, the device evaluation/investigation has not been completed. A follow-up report will be submitted when the evaluation is completed. Evaluation conclusions: a follow-up report will be submitted when the device evaluation has been completed.